Event description:
At 7:00 am after breakfast the suspect device was used to test the pt's blood glucose. The result was 370 mg/dl. The pt's son noticed pt's mouth, eye, lips and cheek had drooped. Pt experienced a stroke at home. Pt was driven to the hosp by pt's son and admitted. The ER tested pt's blood glucose and the result was 189 mg/dl. Pt was given insulin.